Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that in (B)(6) 2017 this pacemaker had an estimated longevity of 1.5 years and a magnet rate of 100. The device declared end of life (eol) in (B)(6) 2017. The patient was hospitalized with urgent device replacement planned. The patient is pacemaker dependent but there were no adverse patient effects reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
The device was explanted without incident.